Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Mfg site eval: samples received: 3 opened unit. There are no previous complaints of this code batch. There are no units in OEM stock. Without closed sample a proper analysis can not be performed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.